Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip possibly detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2014, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from severe grade 4, to moderate grade 2+. Symptoms of heart failure had improved since mitraclip placement. On (B)(6) 2016, a transthoracic echocardiogram (tte) showed more anterior mitral leaflet mobility than prior images performed in (B)(6) 2015 and (B)(6) 2016. Per the physician, the implanted mitraclip possibly detached from the anterior leaflet, a single leaflet device attachment (slda). The mr remained mild-moderate eccentric mr without significance in degree. The patient reported no symptoms and was clinically stable. There was no hospitalization and no treatment was performed. There was no additional information provided.